Event description:
The customer observed a falsely elevated b-hcg result while using the architect total b-hcg assay. The customer indicated an initial result of 190 iu/ml. The female patient was negative, <2 iu/ml upon retest. There has been no impact to patient management reported.

Manufacturer narrative:
The patient was identified as female. Date of (B)(6) 2012 reflects additional patient information provided. Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 11910jn00 and met acceptance criteria which determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency of the architect b-hcg reagent list number 07k78, lot number 11910jn00, was not identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.